Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medications were not crossing over in station. A technical support specialist (tss) looked up the device in the remote support system and observed an alert indicating that the database size had exceeded 8 gigabytes. The technical support specialist followed the recommendation noted in the system and proceeded to shrink the database remotely then the database size was reduced to approximately 6.2 gigabytes. The tss also accessed the server to check the device status and review any active alerts. The technical support specialist followed the customer and confirmed that the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a ahc7s patient medications not crossing over in pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.